Manufacturer narrative:
The hill rom technician found the siderails center arm assembly broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left foot siderail will not latch. The bed was located at the account on the 3rd floor. There was no patient/user injury reported.